Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 82 events were reported for this quarter. Product return status: 81 devices were received for evaluation. 1 device was not received but was evaluated at the account. Evaluation status: 78 events were confirmed during testing. 78 devices were found to be affected by missing paint chips. 4 device evaluations are in progress. 82 devices were not labeled for single-use. 82 devices were not reprocessed and reused.

Event description:
This report summarizes 81 malfunction events in which the device had paint chips missing. 81 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 81 events were previously reported in the executive summary during the reporting quarter; however 82 events were reported during the quarter. 82 events were reported for this catalog number/device code combination for the reporting quarter. 82 previously reported events are included in this follow-up record. Product return status : 81 devices were received. 1 device was evaluated in the field.   Event confirmation status: 82 reported events were confirmed; the cause traced to component failure. Evaluation results: 82 devices were found to be affected by missing paint chips. Additional information 82 devices were labeled for single-use. 82 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 82 </noe> malfunction events in which the device had paint chips missing. 82 events had no patient involvement; no patient impact.